Event description:
The facility representative reported a colleague infusion pump with failure code 808:02 during biomedical service. Baxter's review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The fca (field corrective action number) and CAPA (corrective and preventive action number) are incorrect in the follow-up medwatch report 6000001-2010-04223 001. The accurate CAPA number is (B)(4). There is no fca number associated with this report.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:02. The root cause of the reported condition was determined to be a defective pump head module. The baxter field service technician replaced the pump head module to resolve this issue. Review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.